Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump makes a strange noise when they rewind the pump and they also experienced high blood glucose. The customer's blood glucose level was 120 mg/dl, 202 mg/dl, 301 mg/dl at the time of incident, and current blood glucose level was 200 mg/dl. The customer reports that insulin pump was making a grinding sound. The customer reported following symptoms related to their high blood glucose headache, fatigue and dry mouth. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device motor function properly. No grinding noise or rewind noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).